Event description:
A pt reported blood glucose results of 60 and 195 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt reported that the test strips were in good condition, the testing technique was correct, and the codes matched. The control solution was expired. The meter is being replaced for the pt.